Event description:
The customer reported the monitors go down intermittently.

Manufacturer narrative:
The ge svc rep ordered and replaced the monitor cart and power supply. The system tests satisfactory at this time.